Manufacturer narrative:
Product history review: a review of the manufacturing records indicated the device met pre-release manufacturing specifications. Engineering evaluation: the cause for the stent compression cannot be determined and the failure cannot be confirmed as the stent was returned in what appeared to be its fully expanded state, having been deployed after being withdrawn from the patient. The cause for the inability to advance the catheter cannot be determined and the failure mode cannot be confirmed in a laboratory setting. Extensive catheter damage was observed consistent with reported event details of excessive force applied during insertion. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Investigation conclusions: the risk management file for the vbx device was reviewed and determined to be accurate and complete in relation to the complaint and associated investigation findings. No update is required. The reported primary failure mode, concerning an inability to advance the vbx device, could not be independently confirmed as the clinical experience cannot be fully replicated in a laboratory environment due to in vivo characteristics (e.g., patient anatomy and disease state) that may influence device advancement. Further information obtained from the field indicated the physician suspects the complication was related to guidewire preparation. Therefore, the root cause of the advancement failure is attributed to events related to the procedure. The reported stent graft compression during advancement could not be confirmed as the endoprosthesis was returned deployed following manipulation by the physician after device withdrawal as reported. Consequently, the returned device is no longer representative of its condition at the time of the reported complication, and the root cause could not be independently confirmed. Reported catheter damage was observed along the length of the dual lumen consistent with excessive force applied during insertion. The root cause of the catheter damage is, therefore, consistent with reported unintended use error (i.e., user applies excessive force to the delivery system leading to extensive tensile load, twisting, or torsion load and compromised/broken delivery system). The IFU instructs users to remove the delivery catheter if excessive resistance is felt during device advancement.

Event description:
The following was reported to gore by field sales associate: on (B)(6) 2024, during a procedure to treat a right iliac artery aneurysm, implantation of a gore iliac branch endoprosthesis (ibe device) was planned in a patient with a pre-existing medtronic endurant y-prosthesis. To achieve this, the left brachial artery was accessed with a gore® dryseal flex introducer sheath (10 fr x 65 cm). After successful deployment of the ibe main body, an amplatz superstiff (boston scientific) guidewire was advanced into the right internal iliac artery. The physician attempted to advance an 11 mm x 79 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent graft/vbx device) into the internal iliac artery. However, during advancement, the physician alleged that the vbx stent graft "became unraveled" and was not able to be advanced through the ibe device instead of the sheath. The physician reported that the unravelling occurred due to excessive force applied during advancement and further suspected that the root cause of the advancement difficulty was due to the presence of residual blood on the wire. The vbx device delivery system was removed with no negative pressure applied and without difficulty and the vbx stent graft/delivery system was allegedly observed to be severely damaged. Another vbx device (11 mm x 59 mm) was successfully used to complete the procedure. Code 2203a: other is used to describe catheter damage.

Manufacturer narrative:
B5: describe event or problem updated. The incident was reported based on the initial incoming information in the abundance of caution. The investigation showed the following: a review of the manufacturing records indicated the device met pre-release manufacturing specifications. The cause for the stent compression cannot be determined and the failure cannot be confirmed as the stent was returned in what appeared to be its fully expanded state, having been deployed after being withdrawn from the patient. The cause for the inability to advance the catheter cannot be determined and the failure mode cannot be confirmed in a laboratory setting. Extensive catheter damage was observed consistent with reported event details of excessive force applied during insertion. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. The reported primary failure mode, concerning an inability to advance the vbx device, could not be independently confirmed as the clinical experience cannot be fully replicated in a laboratory environment due to in vivo characteristics (e.g., patient anatomy and disease state) that may influence device advancement. Further information obtained from the field indicated the physician suspects the complication was related to guidewire preparation. Therefore, the root cause of the advancement failure is attributed to events related to the procedure. The reported stent graft compression during advancement could not be confirmed as the endoprosthesis was returned deployed following manipulation by the physician after device withdrawal as reported. Consequently, the returned device is no longer representative of its condition at the time of the reported complication, and the root cause could not be independently confirmed. Reported catheter damage was observed along the length of the dual lumen consistent with excessive force applied during insertion. The root cause of the catheter damage is, therefore, consistent with reported unintended use error (i.e., user applies excessive force to the delivery system leading to extensive tensile load, twisting, or torsion load and compromised/broken delivery system). The IFU instructs users to remove the delivery catheter if excessive resistance is felt during device advancement. No serious injury has occurred due to this incident. If this incident was to recur it may not directly or indirectly led nor might have led nor might lead to death, temporary or permanent serious deterioration of a patient's state of health. Based on the investigation results this incident does not meet the criteria of a reportable incident and therefore it was closed out as a non-reportable incident.

Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore by field sales associate: on (B)(6) 2024, during procedure to treat an iliac aneurysm, implantation of an iliac branch from the right side in a patient with an existing medtronic endurant y-prosthesis was performed. The patient developed an iliac aneurysm, which was excluded using a subsequent ibe implantation. To achieve this, the left brachial artery was accessed from the left arm with a gore® dryseal flex introducer sheath (dsf) 1065. Using an amplatz superstiff (boston scientific) guidewire advanced into the right internal iliac artery, we attempted to deploy an 11 mm x 79 mm gore® viabahn® vbx balloon expandable endoprosthesis (vbx) stent graft into the internal iliac artery. However, during advancement, the stent became unraveled and got stuck along the way. The delivery system was removed and found that it was severely damaged. Another vbx device (11 mm x 59 mm) was used to complete the procedure and it worked fine. The damaged vbx device is being sent for further investigation.